Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Customer¿s blood glucose was 119 mg/dl and blood glucose wasn't going down, so during the day blood glucose kept going up, almost 400 mg/dl. Customer stated that pull it out and the cannula was crimped. Customer changed, same thing happened overnight, and took it off and there's a crimped on the cannula. Customer reported blood glucose 223mg/dl at 12:05pm, 299mg/dl 357mg/dl at 6:05pm, 447mg/dl at 10pm customer removed the set, treat high blood glucose with a manual injection and changed her site then this morning, at 7:04am blood glucose was 354mg/dl then she changed again, notice it was bent insert the 3rd one and blood glucose was 157mg/dl. The insulin pump will not be returned for analysis.